Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord and it was known whether the ac power cord came loose from the wall or the back of the unit. It was also unknown if there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage - housing. The reported event of connect power alarms was unable to be confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6)) was inspected at the european distribution center (edc). The mpu booted up as intended, underwent functional testing, and passed all tests without issue. The mpu was run for several days and operated as intended. The unit was returned to the customer site. Information provided by the account stated that no log files were available, the mpu has the v-lock connector, it is unknown if the alternating power (ac) power cord came loose, and it is unknown if there were any environmental circumstances. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient connected to their mobile power unit (mpu), the system controller gave a connect power alarm. The mpu was exchanged and the problem resolved.